Event description:
It was reported to boston scientific corporation that an captiflex standard oval snare was used during an colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the loop failed to retract inside the patients colon. There was no visible damage to the device prior to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event; device loop failure to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.